Event description:
Further information was received indicating that the patient underwent surgery for implant of a new vns system on (B)(6) 2015. It was reported that the infection had occurred in 2013. The new vsn system was tested on (B)(6) 2015 and system diagnostics returned impedance results within normal limits with 1330 ohms. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. The explanted devices have not been returned to the manufacturer to date.

Event description:
It was reported that the vns patient was referred for surgery to explant the device due to infection. No known surgical interventions have occurred to date. It was noted that the patient had good results with vns.

Event description:
The patient underwent surgery to explant the device. The patient has not been re-implanted to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Describe event or problem; corrected data: the previously submitted MDR inadvertently stated that surgery had not occurred when surgery did occur. This report is being submitted to correct this data. Explant date; corrected data: the previously submitted MDR inadvertently stated that surgery had not occurred when surgery did occur. This report is being submitted to correct this data.